Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic. Interrogation revealed that the patient's implantable cardioverter defibrillator had entered backup vvi mode. A device restoration was performed successfully. The patient was stable and will continue with regular follow-up.